Manufacturer narrative:
.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were noted in the tubing. There was no impact on the customer's blood glucose levels. The customer's contact had already primed the tubing to remove the air bubbles, prior to contacting tandem technical support.